Event description:
It was reported that during a lap prostatectomy procedure, the blade broke and part of it fell into the pt. The piece was removed during an open procedure. No further info is available.